Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, it was discovered that the atrial lead had dislodged. The lead was repositioned. The patient was fine post procedure.